Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise on right ventricular lead was observed via a merlin.net transmission. The patient had multiple non-sustained ventricular oversensing episodes and one vt episode for which antitachycardia pacing was delivered due to noise on the rv lead. Noise was reproducible with deep breathing. The device and lead were explanted and replaced.